Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a false atrial tachy response (atr) episode due to far field oversensing. Technical services (ts) was consulted, and programming enhancements were advised. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a false atrial tachy response (atr) episode due to far field oversensing. Technical services (ts) was consulted, and programming enhancements were advised. No adverse patient effects were reported. This device remains in service.